Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Ivc representative states ra# (B)(4). Unit received alleging a stuck button. While servicing the unit no external observations were made. Upon disassembling, the pc board had visible damage and internal discoloration on the front of the case. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date (B)(4) is approximately 10 months old. The owner's manual part number 1156872 rev.c (jan-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consume's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.